Event description:
The pt experienced increased pain that was not being covered by her implantable neurostimulator (ins). An x-ray was taken and showed a slight lead migration. The health care professional did not deem the migration significant and advised the pt to turn her ins off for 1-2 weeks. A manufacturer's rep reprogrammed the ins but was unable to recapture the previous pain coverage. The pt felt stimulation in her legs but not in her lower back. The ins was still not covering the pt's pain and she was considering having it explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).